Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. After the evaluation was noticed that the item received is different from the item reported. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1 month after the dental implant was placed in ada site 10, the implant had not achieved osseointegration in type iii bone. The site was grafted. Clinician reports primary stability was not achieved. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported 1 month after the dental implant was placed in ada site 10, the implant had not achieved osseointegration in type iii bone. The site was grafted. Clinician reports primary stability was not achieved. The product will be forwarded to the manufacturer for investigation. There were no reported complications.